Manufacturer narrative:
(B)(4). Report source: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while preparing for the surgical procedure that the instrument was fractured.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04) - drill. Visual examination of the returned product/provided pictures identified a modular center post reamer was returned for evaluation. As returned, the end of the cutting feature is cracked at opposite sides. Wear & tear is seen that indicates repeated use. Returned product also verified part and lot numbers in the complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.